Event description:
It was reported to covidien in 2009 that a customer had an issue with the curity gauze. The customer stated that the gauze is fraying in the wound.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.